Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a bravo retained capsule. No harm was caused to the patient and a repeat procedure was not performed. An intervention was necessary as the retained capsule was surgically removed on (B)(6) 2017 for a procedure performed on (B)(6) 2017. There was nothing unusual about the patient or the procedure which could've led to the incident. Customer stated per the physician the capsule looked the same when it was retrieved as it did the day of the procedure. An endoscopy was performed prior to the procedure and "moderate esophagitis in the distal third of the esophagus and ge junction" was reported in patient's chart. The physician has been performing the bravo procedure for 10 years and was trained by a given representative. The vacuum pressure when testing pre-procedure with finger was 60 mmhg and during the placement was 60 mmhg. It is unsure if any lubricant was used to facilitate capsule placement. The delivery system and the capsule will be returned to given. The physician believes that capsule may have been placed too deep into the esophageal tissue where it wasn't able to sloth off. .

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule was retained in the patient. One bravo ph capsule was delivered for investigation. The capsule was not attached to the delivery device as the delivery device was not returned for investigation. Upon visual inspection of the capsule, the trocar needle is fully advanced. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. Based on the medical safety investigation the device did not cause the capsule to be retained. The physician believes that the capsule may have been placed too deep into the esophageal tissue where it was not able to slough off the patient¿s esophagus. If information is provided in the future, a supplemental report will be issued.